Event description:
Pt's family member's having trouble with the device tubing becoming kinked, and resulting in a flow blockage, when using the ambulatory version of the device. Reporter readjusts the tubing, but flow stops again after a while. 130 ml of an enteral formula were put into the feeding container, and the pump was set to deliver 260 ml/hr. Only about half of the formula was delivered within the scheduled 30-minute feeding. There was no illness, injury or medical intervention associated with this event. Event date given above is approximate. Reporter stated the problem continues to occur. One pt involved.